Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that patient details were not crossed over to the station due to network issues. A technical support specialist confirmed to the customer that there were no issues found. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation system had patient details not crossed over to the station. The customer reported that it was preventing the user from obtaining medication. Which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.